Event description:
Within a few minuted of wearing latex gloves, pt had an allergic reaction. He had dermatitis, itching, hives, redness and swollen hands. Pt went to see a dr who prescribed benadryl and pepcid. Dr told pt to avoid using latex gloves. Pt is okay and is still working as a paramedic.